Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system does not start up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that software got crashed. To resolve the issue, fse reinstall the software and restored backup from september 2024 and re-entered user and administrator passwords. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.